Event description:
It was reported that the patient presented to the hospital after receiving two shocks. The patient was admitted to the ccu and stayed overnight. The device was interrogated and found episodes that appeared to be likely a flutter/tachycardia at rates above 200 bpm. The device inappropriately shocked 2 episodes based on rate when they fell into the vf zone. The patient is stable and will be remain in the hospital. No changes to the device were made. Further information notes that an av node ablation will be performed for this patient as the atrial flutter is too fast to control. There is no date scheduled as of yet. The patient was stable.